Manufacturer narrative:
Customer service verified her breast shield sizing. She will not be returning her original breast shields. In follow up with a complaint handler on (B)(6) 2020, the customer indicated that she developed mastitis and was prescribed an antibiotic. She stated that the pump and breast shields do not drain her and leave her engorged. Her lactation consultant suggests that she use 21mm breast shields or potentially 19mm breast shields. The case was forwarded to clinical per customer request with no response to clinical as of the date of this report. Further follow up with a complaint handler is ongoing. Based on the results of (B)(6), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2020, the customer alleged to medela llc that she has clogged ducts and mastitis. She has seen 4 lactation consultants and her doctor, she is taking an antibiotic. She is massaging and using warm compresses on her breasts. A lactation consultant indicated she needs a different breast shield size, due to her nipples being raw and having very little milk expression.